Manufacturer narrative:
Additional information has been requested of the reporter, but not received. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation. The iol was in a dried condition in the vial. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the lens was in two pieces. The optic was cut or torn in half. One haptic was attached to each piece of the optic. One haptic was torn at the loop/optic junction. The cause of the damage could not be determined and functional testing could not be performed due to the damage. Review of the device history record did not identify any nonconformities or anomalies that might be related to the event. The investigation is ongoing.

Event description:
It was reported that during insertion of the intraocular lens (iol) into the patient¿s right eye, the islet ring at the optic/haptic junction broke. As a result, the lens was removed intraoperatively, which required enlargement of the incision from 2.4mm to ~3.0mm. The iol was cut in half and removed with forceps. A lens exchange using the same model and diopter lens was successfully performed. No sutures were required. Additional information has been requested of the reporter, but not received.